Event description:
The manufacturer received information alleging a ventilator was alarming for a low minute ventilation alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed test steps during testing indicating a flow issue. The device's sensor board was replaced to address the issues.